Manufacturer narrative:
An event of atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that IV metoprolol was initiated and later changed to oral at discharge. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on information received the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Crd_806 - pfo occluder pas us3698-3827(r796604801). It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman pfo occluder was implanted in a patient. On (B)(6) 2023, it was reported that the patient presenting to the emergency department with palpitations. He has had a slight amount of tightness in his chest and shortness of breath with activity since the palpitations have started. He also feels a bit anxious and warm all over. EKG completed and initially revealed atrial fibrillation. IV metoprolol initiated and later changed to oral at discharge. EKG at discharge normal sinus rhythm. Patient was pain free and breathing normal.